Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014: inratio 1.5; (B)(6) 2014: inratio 1.5, repeat inratio 7.5. A couple of minutes between tests on (B)(6) 2014. Pt's therapeutic range 2-3. No reported adverse pt sequela. No additional info provided.